Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit and failed battery test. The insulin pump powered off and then back on. In the alarm history bad battery, battery out limit, low battery, weak battery, no power, displayable history check failed on startup, and button error alarms were found. He did not received a low battery alert prior to the off no power alert. The customer reported the battery cap was chipped and screwed in too tight. Customer's blood glucose level was 144 mg/dl. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.